Manufacturer narrative:
There is no connection that can be at this time between the reported post-op complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2015. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient was diagnosed with pain, adhesions and nerve damage thereby underwent repair with mesh removal. Instructions-for-use supplied with the device identify adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery to repair a left inguinal hernia. As alleged a bard/davol perfix plug, was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug, which had failed, freed the spermatic cord, and reconstruct the floor of the inguinal canal. It is alleged that the patient was injured severely and permanently and will continue to suffer physical pain. Attorney alleges the mesh was defective at the time of implant in the patient. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug. Per the operative notes, "there was no evidence of an indirect hernia sac. The direct hernia sac was small and the space was obviously weak. A large perfix plug with a patch was placed removing one of the inner leaflets and sutured.¿ (B)(6) 2017 - patient was diagnosed with chronic pain secondary to previously placed mesh thereby underwent repair with ilioinguinal nerve neurectomy and removal of mesh. Per the operative notes, ¿the cord was densely adherent to the mesh, the mesh had been wrapped around the anterior aspect of the cord and ilioinguinal nerve was densely adherent to the mesh. Entire mesh was removed.¿ attorney alleges that the patient had pain, adhesions, nerve damage and emotional injuries.

Manufacturer narrative:
There is no connection that can be at this time between the reported post-op complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2015. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery to repair a left inguinal hernia. As alleged a bard/davol perfix plug, was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the perfix plug, which had failed, freed the spermatic cord, and reconstruct the floor of the inguinal canal. It is alleged that the patient was injured severely and permanently and will continue to suffer physical pain. Attorney alleges the mesh was defective at the time of implant in the patient.